Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited a rise in threshold measurement and loss of capture. The lv lead was reprogrammed off. The patient was observed to have sepsis of an unknown cause but potentially involving their implanted system. The increase in thresholds was thought to be due to the patient¿s changing physiology and worsening heart failure rather than a lv lead issue. No additional adverse patient effects were reported.